Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited noise and oversensing resulting in inhibition of pacing. The patient was not symptomatic. The noise could not be recreated and all lead measurements were stable.